Event description:
The customer stated she was hospitalized for diabetic ketoacidosis with a blood glucose reading 913 mg/dl. Troubleshooting was performed and the insulin pump passed the prime test. All of the programming was correct as well. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.